Event description:
Tech reported a system 1000 hemodialysis device had a spontaneous dialysate proportioning ratio change during the device set up before a pt was on the device. It was noticed that the dialysate proportioning ratio change occurred when the device gave a high conductivity alarm. There was no pt injury or medical intervention associated with this incident per tech.